Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient went to bed with normal blood glucose values. Then she woke up, due to a low alert, she self-treated. Based on the cgm reading and went back to sleep. She woke up by a second low alert and self-treated again. And this continued the entire night. When the patient woke up in the morning, she was feeling very ill. Was vomiting and had body ache, due to the pump not providing insulin, based on the low cgm readings. At an unspecified time of the event the cgm was reading 65 mg/dl and the blood glucose reading was 478 mg/dl. The patient´s sister took her to the hospital, and there she was treated with IV fluids and IV insulin. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was discharged the next day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.